Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with the blood glucose level of 500-600 mg/dl and ketones; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released on 05/09/2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.